Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and that it gets warm during charging. It was also noted that the patient was not getting the same stimulation coverage as before. The patient underwent an ipg replacement procedure and was doing well postoperatively.